Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia with unknown blood glucose level on unknown date. The customer did the motor displacement test and it passed and no special alarms. The device will not be returned for analysis.